Manufacturer narrative:
This device has not been returned. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to increasing pacing impedance, and increasing thresholds. No out of range measurements where noted. Besides surgical intervention, no adverse patient effects were reported.